Event description:
On (B)(6) 2013, the distributer contacted animas and reported that the pump did not alarm for low battery. The patient reportedly had the battery for 15 weeks and the pump indicated that the battery was full. The patient claimed the blood glucose (bg) values continued to elevate and after a battery change, the patient¿s bg went down. The patient reportedly felt unsecure using the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).